Manufacturer narrative:
Clinical review: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd)was hospitalized with fluid overload. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 for fluid overload attributed to peritoneal membrane failure. It was affirmed the patient did not experience a serious injury that could have caused or contributed to his adverse event. It was explained the patient had difficulty with pd therapy in recent months as a result of membrane failure. The patient was initially able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) with persisting difficulty during treatments during this admission. The patient was transitioned to hemodialysis (hd) on a hospital provided hd device (unknown brand and model) following his peritoneal membrane failure diagnosis. The patient discharged to home on an unknown date following a presumably uneventful hospital course. It was confirmed the patient¿s fluid overload due to peritoneal membrane failure, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with no plan to return to pd therapy.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd)was hospitalized with fluid overload. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 for fluid overload attributed to peritoneal membrane failure. It was affirmed the patient did not experience a serious injury that could have caused or contributed to his adverse event. It was explained the patient had difficulty with pd therapy in recent months as a result of membrane failure. The patient was initially able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) with persisting difficulty during treatments during this admission. The patient was transitioned to hemodialysis (hd) on a hospital provided hd device (unknown brand and model) following his peritoneal membrane failure diagnosis. The patient discharged to home on an unknown date following a presumably uneventful hospital course. It was confirmed the patient¿s fluid overload due to peritoneal membrane failure, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with no plan to return to pd therapy.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) was hospitalized with fluid overload. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 for fluid overload attributed to peritoneal membrane failure. It was affirmed the patient did not experience a serious injury that could have caused or contributed to his adverse event. It was explained the patient had difficulty with pd therapy in recent months as a result of membrane failure. The patient was initially able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) with persisting difficulty during treatments during this admission. The patient was transitioned to hemodialysis (hd) on a hospital provided hd device (unknown brand and model) following his peritoneal membrane failure diagnosis. The patient discharged to home on an unknown date following a presumably uneventful hospital course. It was confirmed the patient¿s fluid overload due to peritoneal membrane failure, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with no plan to return to pd therapy.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed.the device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.